Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that it looks like the lens is moving. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to excessive use. The error patterns very likely indicate the impact of a major mechanical force caused a blow or a fall. Olympus will continue to monitor field performance for this device.